Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels reaching over 200 mg/dl. Customer delivered a correction bolus to stabilize blood glucose levels. Customer stated elevated bg's are due to customer's lack of exercise and the pump basal rate needing to be adjusted. Subsequently, the customer increased the pump basal rate and experienced a low blood glucose level (65 mg/dl) on the morning of (B)(6) 2017. Customer consumed carbohydrates to stabilize bg levels. Recommendation was made to discuss diabetes management with their health care professional.